Manufacturer narrative:
Additional information was received that the patients wound did not heal following a procedure wherein multiple infectious fluid were washed out. The patient underwent an explant procedure wherein everything were removed. The patient was doing well postoperatively. Model number/catalog number: sc-8416-70 serial number: (B)(4) batch/lot number: 7023808 model/catalog description: artisan MRI paddle lead 70 cm

Event description:
A report was received that patient developed an infection at the pocket site. Sign of oozing at the wound site was noted. The physician believed it was not device or procedure related and patients weight and being diabetic could have added to the infection. The patient underwent a revision procedure wherein the infectious fluid were washed out. There will be no further course of action. The patient was doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient developed an infection at the pocket site. Sign of oozing at the wound site was noted. The physician believed it was not device or procedure related and patient's weight and being diabetic could have added to the infection. The patient underwent a revision procedure wherein the infectious fluid were washed out. There will be no further course of action. The patient was doing well.